Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v471029, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that when the patient got the implantable neurostimulator (ins) put in they "stopped functioning all together" and could not go to the bathroom at all. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.